Manufacturer narrative:
Only the pump was returned. Final analysis of the pump revealed no anomaly found.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pump was replaced due to volume discrepancy. It was stated that the healthcare provider had expected 9.6ml of the drug and they aspirated the entire drug that was filled at the last refill (date unknown) i.e. 40ml. It was also indicated that "it had an error that had to be taken off the pump at implant" (the specifications of this error was not known to the reporter), "so, the pump has never worked for the patient"; patient symptoms include no pain relief. A dye study was noted to have been performed results unknown. Patient sustained no injury and following replaced was noted to have recovered without sequela. Drugs delivered via the device were bupivacaine morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012-06-07. Product type catheter. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that due to the pump not properly working she had been in the hospital with withdrawal symptoms. No further complications have been reported.